Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unregulated flow event involving abraxane. The clinician, reportedly, stated that ¿the fluid from the primary was just pouring in.¿ the clinician had to pinch off the primary above the secondary port to allow the abraxane to infuse. It was noted that the primary fluid set for 80 ml/hour and the fluid "appeared to be flowing unregulated through the pump with the pump door closed." At the time, the clinicians were concerned with the secondary and though it was noted, it did not strike them as the bigger issue at the time. "There was nothing visibly closed in the door." It was reported that the tubing set or the pump were not set aside and do not know the serial number of the lvp module or pcu. It was reported that no further information available. There was patient involvement, but no harm. Although requested, the customer reported that the devices are unavailable to be returned to the manufacturer.